Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that no drawers were working on station and communication sled did not working. A field service engineer (fse) replaced communication sled to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1, 2.2 and refrigerator remote manager (rm) failed and not detected on the bus. Users were experiencing access issues, allowing only partial manual medication retrieval, with some medications remaining inaccessible. User tried to reboot and recover the storage space but issue didn't resolve. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.